Event description:
The customer reported that:"during osteosynthesis of a left tibial fracture using an axsos plate:- fixation of a long l-shaped plate using a cortical-type intermediate screw, thereby providing initial compression at the plateau, followed by a long-threaded cancellous screw at the epiphyseal level: correct- but an incident occurred during additional distal fixation with cortical screws: fracture of the head of a cortical screw upon simple insertion with a manual screwdriver.the remainder of the screw was left in place given the bone hardness and potential difficulties with removal.the rest of the additional screw fixation was uneventful.the head of the broken screw was not retained.impact:this incident resulted in technical difficulties during the procedure as well as a financial impact for the facility.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.